Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported there was a venous sheath next to the arterial sheath. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. The device was returned for evaluation. The observed undisturbed posterior cuff tabs indicate a needle to cuff miss/suture retrieval issue likely occurred which could appear similar to a suture break; therefore the reported suture break was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. A venous sheath was reported to be next to the arterial sheath during closing. The physician is reported to be trained in the use of the proglide device. No additional information was provided.